Event description:
The patient underwent clear treatment on (B)(6) 2023. 6 months later, the bva has not improved.

Manufacturer narrative:
The patient did not receive any other treatment, and recently gave feedback that his vision was clearer when wearing a commercially available scl lens.